Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the b30 error temporarily occurred because charged coupled device unit was damaged by the device handling below: system ground wire was not connected. With the system power on, remove and insert the scope connector. Dirt, moisture, and others are attached to the connector contact section. A final root cause of the event was unable to be identified. The following is included in the instructions for use: ¿operation manual: important information ¿ please read before use: warnings and cautions: do not connect the endoscope connector while the electrical contacts are wet and/or dirty, which may result in an electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety. Turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was evaluated and the b30 and e216 error codes were not confirmed. However, it was noted that the image disappeared during bending angulation. The following faults were also identified: (a) leaking biopsy channel (distal end), (b) deteriorated/damaged adhesive on the insertion tube, (c) damaged charge coupled device (cdd) chip and image sensor, and finally (d) the following components were either deformed, broken, or scratched; endoscope connector, cord, angle wire, and covers. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii bronchovideoscope received an e216 scope communication error during reprocessing. After the field service engineer inspected the device, a b30 scope communication error was also found. There were no reports of patient involvement as no procedure was performed.